Event description:
It was reported that the burr became stuck in the lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.5mm rotapro was selected for use. During the procedure, the burr got stuck with the lesion. The procedural target speed and actual speed when the issue was observed was at 160,000rpm. The burr was removed from the patient's body and the procedure was completed with a different device. There was no patient injury.